Event description:
I am against the two-tiered lyme tests. I had both and both came back negative. I suffered daily and searched for someone in the medical field to help me. Same tests, same results. So I left untreated for five years. I went from a vibrant active woman that was working close to 80 hours a week. Only to become bedridden and then hospitalized in (B)(6) 2013. I found out from an infectious disease dr was called in. After a MRI on the brain, a lower lumbar puncture, and many other tests, I learn that I have chronic lyme in my brain, in my neurological system and several co-infections. I'm in bad shape. Please research for a test (s) that actually work that I have now is in me forever. I should have gotten proper treatment right away. I was one of the lucky ones that had the tick and the bullseye rash. So I was treated on doxy for the 28 day. It didn't work. My health has caused so much hell in my life and my loved ones. Now, I'm in constant pain and sick and causing a hardship on all who are trying to help me. To whom it may concern and you should be concerned, please do the right thing. This will visit you a loved one and you will learn firsthand how wrong this is. Please become part of the answer and not be part of the problem! Thank you! (B)(6).